Event description:
Complainant alleges that during an off-pump coronary artery bypass procedure, the base of the opcab retractor broke while spreading the ribs after the sternal cut. No injury was reported.